Event description:
A malfunction was reported with the pump, displaying a malfunction code 16. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer reverted to using multiple daily injections (mdi) as backup therapy.